Manufacturer narrative:
Source of report (literature): seq no: 1, author: b hassouneh, j p newman, author title: facial plast surg clin n, year: 2013, edition: 21, page number: from 585 to 598, article title: lasers, and neurotoxins avoiding complications in the cosmetic facial practice. Pharmacovigilance_comment: implant site necrosis, implant site infection assessed as serious and possibly related.

Event description:
This literature report was received on (B)(4) 2014 and concerned a male pt of unspecified age. The pt's medical history and concomitant medications were not reported. On an unk date, the pt started treatment with hyaluronic acid (brand not specified) injection to the cheek for an unk indication. The batch number used was not reported. On an unk date, five days after injection, the pt presented with persistent pain and evidence of skin sloughing with superficial infection. Five weeks after injection, the pt was showing healing with residual eschar. The authors concluded that although most complications are temporary and minor, permanent and problematic complications can occur. Prevention is always the best approach, but prompt recognition and appropriate management minimize the sequelae. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4). Literature reference: hassouneh b, newman jp, fillers, and neurotoxins avoiding complications in the cosmetic facial practice. Facial plast surg clin n am 21 (2013) 585-598. Http://dx.doi.org/10.1016/j.fsc.2013.07.002. This case was received by q-med and was forwarded to valeant on (B)(4) 2014.